Manufacturer narrative:
A ge rep evaluated the system and tightened a loose screw. System operates as intended.

Event description:
Customer reported excessive movement in the c cradle. No pt injury was reported.